Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 300 mg/dl. The infusion set was changed. No alarms were received. The cannula and infusion set site "looked ok". Boluses via the pump were delivered to address the high bg. The cause of the high bg was not known. A pump system check showed the pump was functioning as expected. The customer was to resume insulin delivery via the pump.